Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. The lot number 4088697 provided cannot be verified in association with the reported material number.

Event description:
It was reported that bd nexiva sp with maxzero leaked. The following information was provided by the initial reporter: product concern ticket number: (B)(4) date of incident: (B)(6)2024 concern description: blood exposure after pushing IV medication. Blood leaking through max zero cap. (All connections tight) occurrences: 1 ea no adverse event reported

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.